Manufacturer narrative:
(B)(4). This report is for an unk - cage/spacer: bengal/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Occupation: reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing a spinal procedure using a cervical I/f cage (bengal cage) between (B)(6) 2004, and (B)(6) 2020. The majority of patients were 19-64 years of age. Failed spinal procedure has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 4 patients had reoperations between 0-3 months. 23 patients had revisions between 0-3 months. 70 patients had revisions between 0-12 months. 40 patients had revisions between 13-24 months. This is for depuy spine bengal cage. This complaint involves one (1) device. This report is for (1) unk - cage/spacer: bengal. This report is 1 of 3 for (B)(4).